Manufacturer narrative:
The field service engineer (fse) completed instrument performance testing with results within specification. Qc was acceptable. No pre-analytical issues were noted. Calibration was last performed on (B)(6) 2022 and was acceptable. Qc data from before the event was provided for one level of qc and was within the customer¿s ranges. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 3.00 pg/ml with a data flag. The sample was repeated 3 times with results of 9.61 pg/ml with a data flag, 9.33 pg/ml and 8.96 pg/ml. The customer changed to a different reagent pack with the same lot number and repeated the sample 2 more times with results of 6.13 pg/ml and 5.08 pg/ml. The sample was also repeated at another site using an e411 analyzer with a result of 6.72 pg/ml. The result of 8.96 pg/ml was believed to be correct. "Patient 3" initial result was 6.53 pg/ml. The sample was repeated 4 times with results of 11.15 pg/ml, 11.06 pg/ml, 11.69 pg/ml and 11.16 pg/ml. The sample was also repeated at another site using an e411 analyzer with a result of 9.98 pg/ml. The customer released the repeat results, as they were reproducible upon completion of repeat testing. The troponin t hs stat reagent lot number was 52366900 with an expiration date of 31-jul-2022.

Manufacturer narrative:
Sample alarms were observed during a review of the customer's alarm trace data. These are indicators of possible poor sample quality. The field service engineer (fse) performed instrument performance testing and ran qc with results within specification. Based on the data provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.